Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument tips were not aligned and the instrument could not clip properly. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.